Event description:
On (B)(6) 2012, the distributor contacted animas alleging that ok and up arrow keypad buttons are unresponsive. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad malfunction.

Manufacturer narrative:
(B)(4):investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).